Event description:
It was reported that during inspection, the unit was found to be non-conforming, due to unsealed package and foreign substance-like hair found in the package. There was no patient involvement. Due diligence is in progress.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection, the unit was found to be non-conforming, due to foreign substance found into the package. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d9, g3, g6, h2, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.